Event description:
In 2008, the patient developed type a aortic dissection and underwent hemiarch replacement. Also, bare-metal stents were implanted in the left subclavian artery for dissection. In 2010, abdominal aorta replacement with a y-shape graft was performed and renal arterial bypass was constructed. For re-entry closure, a zenith endovascular graft (extender) and a gore® excluder® aaa endoprosthesis (aortic extender) were implanted just distal the superior mesenteric artery (sma). In 2014, a type iiia endoleak was found and additional three excluder aortic extenders (26 mm, 32 mm, and 36 mm) were implanted to reline the previous devices. This event was captured in medwatch report number 3013164176-2023-01942. In 2019, a new entry tear was found proximal to the celiac artery (it was not in the treatment area of excluder). Additional two excluder aortic extenders (26 mm) were implanted to cover the entry. On december 6, 2023, another reintervention was performed because a stent graft-induced new entry tear (sine) was found. The sine occurred probably due to the stent graft placed distal to the sma but exact device causing the sine was not identified. An aortic extender of gore® excluder® conformable aaa endoprosthesis with active control system (excc) and gore® tag® conformable thoracic stent graft with active control system (ctag ac) were implanted. Also, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was implanted in the sma as a chimney technique. An angiography showed a type iiia endoleak between the excc and the ctag ac. Therefore, additional excluder aortic extender and vbx were implanted. The type iiia endoleak decreased but did not disappear. No further treatment was performed and a wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: the patient had a high risk of cerebral infarction and open repair was not an option. This time, the procedure was performed to the limit as an endovascular treatment.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.